Manufacturer narrative:
(B)(4). The dentist installed the dental implant after its expiration date.

Event description:
(B)(4) - the dentist reported that after the dental implant was installed in intraoral region 7#, its non-osseointegration was observed. In addition, bone graft was executed, the patient presented insufficient bone quality/quantity and immediate load and immediate implant procedures were performed.